Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. The patient reported, inaccurate cgm values. The patient has a history of gastroparesis and cyclic vomiting syndrome, which she manages by using the tandem pump and the dexcom cgm. She is hyper unaware. Approximately on the first of (B)(6) 2023, she experienced hallucinations, and a loss of consciousness. She was transported to the hospital by emergency medical services. The patient¿s cgm and bg values were not provided. The patient was hospitalized for diabetic ketoacidosis. Multiple attempts were made by technical support and medical safety to follow up with the reporter to obtain additional event and treatment. However, no additional information could be obtained. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session, or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, loss of consciousness and diabetic ketoacidosis.